Event description:
It was reported remicade was programmed to infuse over one hour. The pump setting showed the infusion rate was correct, however, when the infusion was completed in thirty minutes and the volume left to be infused on the pump was 111 ml. There was patient involvement but no reported harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.